Manufacturer narrative:
D4 - primary UDI number, d7a, h3, h4, h6: updated. The suspect pump was returned for evaluation. Visual inspection confirmed that there were no anomalies found with respect to the complaint. The event history log (ehl) was reviewed. A high alarm related to upstream occlusion (uso) was noted and confirmed in the ehl as stated by the complainant. The service history review was performed, and it was confirmed that there was no previous repair noted. The uso test was performed, and the pump failed the test due to the alarm. The allegation made by the complainant was confirmed. The probable root cause of the event was due to a defective uso sensor and was then replaced.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device encountered an upstream occlusion while performing the volume test. Additionally, the stabilizer is missing and requires replacement. There was no patient involvement.